Event description:
It was reported that during system implant, the physician had difficulty inserting the atrial lead into the header of the device. Silicone oil was used as a lubricant and the lead was able to be fully inserted. The system was successfully implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.